Event description:
It was reported that an alert was triggered. Via fluoroscopy, the pin of the lead was noted to not be fully inserted into the header. A revision was performed to fully insert the lead. Both the device and lead remain in use. No patient complications have been reported as a result of this event.